Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received two inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Boston scientific technical services (ts) reviewed and found that the noise prior to the shocks appeared to be consistent with noise from the proximal electrode cable. Ts further noted that in the first treated episode, post shock there was high artifact noise seen that may be due to sudden postural movements. Ts discussed further troubleshooting recommendations. The s-ICD and electrode remain in service and no adverse patient effects were reported.